Manufacturer narrative:
Info was received from a cforeign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to wear through impingement of the kinective neck.